Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the procedure was cancelled following the occurrence of a vascular perforation. During an atrial fibrillation ablation procedure, a versacross connect transseptal dilator was selected for use. While advancing the system, the dilator pulled back unexpectedly, resulting in displacement of the wire and subsequent perforation. The physician reported that the device and/or procedural interaction contributed to the event, noting that the dilator was loose at the time. A balloon was placed in the left iliac vein as part of the intervention. The procedure was unsuccessful due to the perforation. The patient was not admitted beyond the standard of care and is expected to fully recover.